Manufacturer narrative:
On april 18, 2024, mentor was received an updated explantation date of (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported that her implants were too big and they bottomed out. The patient had multiple pocket revision surgeries in an attempt to fix the problem including the removal and reinsertion of the right breast implant multiple times. As a result, the patient underwent bilateral removal and replacement with 350cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2020. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-04642 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).